Event description:
I found out that I was pregnant after having an essure. I had the essure done on (B)(6) 2009, then the hsg following, in (B)(6) 2010. The hsg reported that one tube was blocked, the other was open. I had a tubal ligation on the tube that was found to be open by the hsg, this was in (B)(6) 2010. On (B)(6) 2011, I found out that I was pregnant with an intrauterine pregnancy. It is the physician's belief that this was caused by failure of the essure in the tube that was reported to be closed on the hsg test results.

Event description:
Add'l info received from reporter on (B)(6) 2014: I came up pregnant with viable pregnancy. I was made aware that the essure that was in the left fallopian tube had migrated and was embedded in my uterus. After having my child I had a bilateral tubal ligation. At that time my doctor also attempted to remove the embedded essure device. He was only able to remove part of it. From then until now I have had problems with pain in the direct vicinity of my reproductive organs. I also have had a couple of ovarian cysts which in my opinion are directly related. On (B)(6) 2014, I went to the emergency room with appendicitis. On (B)(6) 2014, I under went an appendectomy. During my surgery the surgeon found, in my uterus, a partial essure and a full essure device. The full essure was removed because it was easy to remove. He removed it after confirming with my ob/gyn that was the best route to take. He was unable to remove the partial, fully embedded piece of essure. I have a f/u next week to see about getting the remainder taken out.